Manufacturer narrative:
(B)(4). The device was not returned and a lot number was not provided; therefore, an evaluation could not be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a one-link catheter extension set had "disconnected during CT." This was noted during infusion. There was no report of patient involvement. No additional information is available.